Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia leading to diabetic ketoacidosis with blood glucose level 399 mg/dl. The customer¿s other blood glucose level was above 502 mg/dl at time of incident. The customer was treated with intravenous fluids, zofran and 9 units for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports description of complaint like nausea, vomiting, ketones and dizzy. The insulin pump will not be returned for analysis.